Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting procedure stent damage occurred. A 2.25x32mm promus premier¿ was selected to treat the lesion. When they pulled the device out of the loop, it was noticed that the stent was unraveled. No patient complications were reported.